Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise on day of implant. It was further reported that the icm experienced intermittent undersensing. The icm remains in use. No patient complications have been reported as a result of this event.